Event description:
The patient fell when standing up from their wheelchair. According to the patient, the lock lever did not engage. Fractured left hip (their prosthetic side) as a result of this which required surgical correction. The fall occured in great britain.

Manufacturer narrative:
The product 4f34 was not sent to ottobock, although requested. It was discarded by the customer. Therefore we could not investigate the product. We can not determine whether there was a failure of the product.